Manufacturer narrative:
A ge service representative performed an on site investigation. It was determined that the monitor set needs replacement. Replaced the monitor set. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 7700 system has intermittent monitor failures, when power is on for over 10 minutes. The monitor image will be dark. If system is rebooted or monitors are turned off for a period of time, the image will be normal.